Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9 735821, serial/lot #: -, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the fault light on the camera was on but the camera was still intermittently tracking. Technical services (ts) had a medtronic representative on site open the ndi tool box and the internal temperature was faulted. Ts had the representative clear the temperature fault and he was then able to track consistently and the fault light cleared. There was no patient present when the event occurred.